Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed and removed from the patient, the tamp tube was removed and the sealant was noted to be attached to the distal end of the tube. The patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1322703) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it should be noted that excessive tamping may plant the tip of advancer tube deep into the freeze-dried sealant resulting in sealant adhering to the advancer tube. Then during the removal of the advancer tube the sealant could follow the advancer tube out of the tissue tract.